Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound and infection at the implant site (specific date not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.